Event description:
Caller states customer had low blood glucose symptoms with result of 362 mg/dl obtained on the compact plus system at 07:30. Caller treated the customer with peanut butter, (B)(6) crackers, and juice, which customer was able to consume on her own. At 07:50 customer continued to have low blood glucose symptoms with result of 372 mg/dl. Caller treated the customer with peanut butter, (B)(6) crackers, and juice, which customer was able to consume on her own. Low blood glucose symptoms had not improved, and at 09:05 customer tested 377 mg/dl. Caller treated the customer with (B)(6) crackers and juice, which customer was able to consume on her own. 10 minutes later customer tested 448 mg/dl. Customer's low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.